Manufacturer narrative:
(B)(4). The device was not available for evaluation. However, disconnecting from the device without using proper disconnect procedures is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are instructed to close the transfer set prior to disconnecting from the setup and immediately place a minicap on the transfer set after disconnecting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected during the third drain cycle of peritoneal dialysis therapy. The patient stated that they disconnected from the device prior to pressing stop. The technical services representative (tsr) assisted the patient in clearing the alarm and advised the patient to begin therapy over with all new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.